Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. Section b5: additional event information received on 30-jan-2024 indicated that they were able to move and torque the devices. There was no evidence of physical material within the devices. No excessive force was used with the devices. The target vessel/site was the c7 segment of left internal carotid artery. There were no procedural delays due to the event. As reported by the field, during a thrombectomy case, access was established, and a prowler select plus 150/5cm microcatheter ((B)(6), unknown lot) was placed in target site. The embotrap ii 5x21 revascularization device ((B)(6)) became impeded in the microcatheter (mc) and could not pass through the microcatheter. The physician removed the envoy da, 6f, 105cm, mpd guide catheter ((B)(6)), microcatheter and stent from the patient and switched other brand devices to complete the surgery. There guide catheter tip was found to be compressed/flat. There was no patient injury reported. Additional event information received on 30-jan-2024 indicated that they were able to move and torque the devices. There was no evidence of physical material within the devices. No excessive force was used with the devices. The target vessel/site was the c7 segment of left internal carotid artery. There were no procedural delays due to the event. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 20j054av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Per the instructions for use (IFU), insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1: initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 20j054av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2024-00003 and 3008114965-2024-00097.

Event description:
As reported by the field, during a thrombectomy case, access was established, and a prowler select plus 150/5cm microcatheter (606s255x, unknown lot) was placed in target site. The embotrap ii 5x21 revascularization device (et007521, 20j054av) became impeded in the microcatheter (mc) and could not pass through the microcatheter. The physician removed the envoy da, 6f, 105cm, mpd guide catheter (67125805d, 31087668), microcatheter and stent from the patient and switched other brand devices to complete the surgery. There guide catheter tip was found to be compressed/flat. There was no patient injury reported.